Event description:
Anesthesiologist inserted epidural catheter without difficulty. After insertion, the test dose would not flush through the filter/yellow clamp style catheter connector assembly. The whole catheter and assembly was pulled out. A new kit was used and catheter flushed prior to insertion. Catheter was placed without difficulty. Again, the test dose would not flush. The filter was taken off and test dose attempted just through the "catheter connector" and it still wouldn't go. The "yellow crimping luer lock connector" must be used; it will not flush without it. Again the whole assembly was removed and a whole new kit was used and everything flushed prior to insertion, but after insertion the test dose again would not flush. Next attempt was with a different "a la carte" portex epidural catheter via the braun epidural needle and this attempt was successful.======================manufacturer response for combined spinal and epidural anesthesia tray, espocan (per site reporter).======================they want to have the catheters sent to them for evaluation.